Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with scratched reservoir tube window, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was experiencing air bubbles in their device, causing them to have high blood glucose levels. Customer stated they do not feel comfortable continuing to use the pump. Customer's blood glucose level was 234 mg/dl at time of reporting. Nothing further reported.